Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had a patient line cap that ¿was not attached to the line and was floating in the bag¿. This was observed prior to use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device evaluation was completed. A visual inspection was performed using the naked eye which noted the patient line cap was loose within the overpouch and not connected to the patient line luer. The reported condition was verified. It could not be determined where in the shipping/handling process the patient line cap was knocked loose. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.